Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. No battery out limit alarm noted. We were unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" even after replacing the batteries with new ones. The patient's blood glucose level was unknown at the time of the call. The customer stated that they had keypad issues as well. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.